Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a broken spring retainer. The exact cause of the problem could not be reliably determined.